Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 168 mg/dl. As the contact did not have another infusion set available at the time tandem technical support was telephoned, the pump system check could not be completed. After the supplies were retrieved, the contact changed the infusion set and the occlusion was resolved.